Manufacturer narrative:
H.6 investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd safetyglide¿ needles where not allowing fluid to go through. The follwoing was received by the initial reporter : verbatim : injuries or adverse event: no it happened each day mentioned and happened 2-3 times today ((B)(6)23) as well. Fluid will not flow out of the needle like its not hollow all the way through. So when we go to numb a patient none of the tumescent comes out of the needle.